Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) catheter was inserted on a patient and after 16 hours a blood back run in the catheter tube was found. There was an unspecified alarm generated. The iab was removed and a competitor¿s iab was inserted into the opposite artery to continue therapy. It was noted that a pin hole was found at near the tip of balloon. Mild calcification for aorta and moderate calcification for iliac were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior of the catheter and between catheter and sheath. The returned sheath was over the catheter but it was not a maquet product. The extension tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing were performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.03cm in length. The evaluation confirms the reported leak, blood in tubing & leak, hole & alarm, unknown problem. The reported blood in tubing & leak, hole & alarm, unknown was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) catheter was inserted on a patient and after 16 hours a blood back run in the catheter tube was found. There was an unspecified alarm generated. The iab was removed and a competitor¿s iab was inserted into the opposite artery to continue therapy. It was noted that a pin hole was found at near the tip of balloon. Mild calcification for aorta and moderate calcification for iliac were noted in the patient vessel. No patient injury was reported.